Event description:
Patient had admitted to us. Prior to admission, report was that they were using x2 quick move as activity. Charge rn and bedside rn were assisting patient using quick move. When patient stood up on qm, base (left side) broke apart and patient fell. Patient had pain in left hip and abrasions. The wheel steam broke/snapped off inside of the of the sit to stand. The broken wheel steam metal looks very strange and pitted.